Event description:
It was reported, "there is trachoma near the valve of the catheter and there is fluid leakage." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "there is trachoma near the valve of the catheter and there is fluid leakage. Abandon use and re-disassemble a catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed use residues throughout the returned product. A functional test of attempting to infuse water into the catheter revealed a split in the catheter just distal of the inlaid stylet. The catheter was subsequently longitudinally bisected to observe the characteristics of the inside of the catheter at the observed split. A microscopic observation revealed a small split between the distal valve and the end of the inlaid stylet. The split was the shape of a small hole with a granular fracture surface and sharp fracture edges. The inside section of the catheter at the split revealed a slight indentation along the outside edge of the split. The location of the split along with its observed characteristics and use residues coincide with what is observed to be stylet damage. Because the catheter was observed to be leaking between the distal end of the inlaid stylet and the distal valve, the complaint of a leaking catheter is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11